Manufacturer narrative:
Additional narrative: additional procodes: (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020 that on unknown date, two (2) 3.5mm titanium curved rods and one (1) 3.5mm titanium rod were broken during reverse logistics audit of returned device at millstone. There was no patient involvement and no additional information is available. This complaint involves three (3) devices. This report is for one (1) 3.5mm ti curved rod 80mm. This is report 1 of 3 for (B)(4).

Event description:
The initial complaint was reviewed and found not reportable. Originally the devices were reported as broken. Further information was received indicating the devices were remnants of implants that were purposefully cut during the surgery. There was no malfunction of the device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: corrected data: the initial complaint was reviewed and found not reportable. Originally the devices were reported as broken. Further information was received indicating the devices were remnants of implants that were purposefully cut during the surgery. There was no malfunction of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.